Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
Medwatch mw5070704. It was reported that a 1.7 mm memofix drill bit was being used to preform sub-chondral drilling/tapping on the talus and navicular to create bone bleed for enhanced fusion. Drill bit was most likely advanced too deep into the bone and the distal 10-15 mm of drill bit fractured off in the patient¿s bone/foot. After 10-15 minutes of unsuccessfully attempts to retrieve the drill bit fragment, the procedure had to be finished and the drill bit fragment was left as is.

Manufacturer narrative:
Results: DHR review; since the instrument was not returned, a review of the lot records could not be conducted to discover if there were any indication of problems that could have caused or contributed to the complaint. Complaints history; a review of the complaint records for the same product for the alleged hazardous situation/failure mode (memofix 1.7mm diameter drill breaking) showed two other complaints for broken memofix drills having been received during the lifetime of the product, as specified in the risk management plan (rmp), typically 5 years or within the stated timeframe. Conclusion: as the instrument was not returned for investigation, a possible root cause could not be found. If it is later returned, this complaint will be reopened and an investigation conducted.